Event description:
Catheter inserted without difficulty. Within 2 min after insertion, intense sob, stated he couldn't breathe, and complained of chest pain. Line discontinued immediately - within 10 min symptoms resolved, md evaluated.